Manufacturer narrative:
Additional information was received that the physician did not believed that the hard lump in the patient's back was related to the stimulator. No further course of action at this time.

Event description:
A report was received that the patient was hospitalized due to a hard lump on the back. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4316 lot #: 19230424 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was hospitalized due to a hard lump on the back. The patient will undergo an explant procedure.